Event description:
Reporter alleged blood glucose measured 370 mg/dl back to back with a result of 175 mg/dl when testing was performed a few mins apart. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.